Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise with the patient subsequently hospitalized. This system was tested in clinic with system manipulation with noise unable to be reproduced. Rhythmcare then provided further troubleshooting steps and programming options to be considered. This system remains in service. No additional adverse patient effects were reported.